Manufacturer narrative:
Concomitant medical products: dtma1q1 crt-d, implanted (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead dislodged and had increased thresholds. The lead was programmed off. The patient is a participant in a clinical study. No patient complications have been reported as a result of this event.